Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
In (B)(6) 2010, the patient began treatment with dianeal pd4 ultrabag intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the reporting nurse stated that on an unreported date in 2010, the patient was diagnosed with diverticulitis. On (B)(6) 2010, the patient was diagnosed with peritonitis, which did not involve hospitalization. The cause of the peritonitis was due to the diverticulitis. In (B)(6) 2010, a peritoneal effluent culture was performed which was positive for e. Coli. Treatment information was not provided for the events. On an unreported date in 2010, dianeal therapy was withdrawn. The patient was recovering from the peritonitis. It was not reported whether the event of diverticulitis resolved. A causal relationship was not reported for the event of diverticulitis regarding dianeal pd4 ultrabag therapy.

Manufacturer narrative:
(B)(4). The cause of the peritonitis was undetermined. A batch review was performed for the potentially related lot numbers (gd877266, gd878199, gd878207), with no defects noted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.